Event description:
Boston scientific (bsc) crm received info that five days post implant, this right ventricular (rv) lead was explanted due to dislodgement. A non-bsc rv lead was successfully implanted. No adverse pt effects were reported. At this time, the lead has not been returned. There is no further info available at this time. If additional info should become available to our company, this event would be updated as necessary. On 9/8/09, factory has informed us that a fragment of this lead has been returned for analysis.